Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump lost it's speed control and the display went blank. The roller pump did not lose power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst)observed no loss of speed control or display blanking out on the roller pump during extensive testing. The roller pump was sent to service for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2015 a perfusion screen is opened at 1:52:50 am. The pump is started at 1:59:52 am. At 2:01:01 am the pump reports underspeed (belt slip). The pump is stopped and started several times. The display also may have went blank, without logging any events to indicate why. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.